Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device showed the electronic alarms were not activating. Internal inspection showed the alarm battery contacts were corroded which inhibited the alarm function.

Event description:
Information was received from repair order indicating that there was a problem with the on / off switch to a smiths medical pneupac® parapac® ventilator. There were no reported adverse effects.